Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during ligamentoplasty surgical procedure, it was observed that the rgdloop adjustable stnd suture device broke outside the joint space. According to the reporter, the surgeon was pulling on the sutures with snaps when the event occurred. It was further reported that the suture that was pre-charged in the implant broke during the surgery. It was reported that the surgeon was pushing the graft to the femoral tunnel when the suture broke. There was no delay of greater than 30 minutes in the surgical procedure. It was reported that the procedure was completed with another implant-toglelock mba. It was reported that the surgeon needed another implant to complete the repair. It was reported that it was easy for the surgeon to remove the original implant. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.